Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. The power supply was received with no physical damage. The power supply was installed onto a test machine for testing. No problems were encountered during powerup. Rinse was completed without issue. Dialysis mode functioned properly without failures. Self test was completed without failures. There was no burning smell observed during testing. Thermal damage was identified during internal inspection on the end connector of the black wire from the power switch to st1 of the power control board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation was able to confirm the reported issue.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine produced a burning smell that triggered the facility smoke detectors and the local fire department was dispatched. The biomed stated that there was no smoke, spark, flame, or arcing that occurred. The clinic manager (cm) unplugged all the facility's machines prior to the fire crew¿s arrival. The fire crew used a thermal detector to pinpoint which machine had triggered the alarm. The biomed stated that upon troubleshooting the machine issue, there was no visible indication of electrical or thermal damage. Dust was noted inside the machine which the biomed said is routinely cleaned. The biomed believed that the machine was performing heat disinfection and could not turn off when the reported event occurred (given the timing of when the event occurred) and the cause has been traced to the power supply. The biomed stated that the machine has approximately 21,000 hours and that the power supply is the original fresenius part on the machine. The biomed stated that replacing the power supply resolved the reported issue and confirmed that there were no visual indications of thermal damage noted on the power supply upon removing it from the machine. The machine remains out of service until preventative maintenance (pm) can be completed. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the power supply. The biomed confirmed the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a history of failing the electrical leakage test. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction and noted that the machine was used at the facility as a backup. The biomed confirmed that the power supply is available for return to the manufacturer for physical evaluation via return goods authorization (rga). The sample was returned to the manufacturer and upon physical evaluation, evidence of an internal short was identified.